Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 20052188.

Event description:
It was reported that the patient the patient was admitted to the hospital due to sepsis. The physician stated that the infection originated from the knee and spread out to the ipg. No device malfunction suspected. The patient underwent an ipg and lead explant procedure. The explanted device components were discarded by the medical facility and will not be returned.